Event description:
Information was received by a manufacturing representative regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported all impedances were over 4000 ohms during the implant procedure. Settings were adjusted and the impedances were retested, but the issue persisted even with wiping down and reinserting the lead. A new neurostimulator was used and no issues were reported. No symptoms were associated with the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. A known good lead was attached to the returned ins and normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.